Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to video connector pins were bent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation. The device evaluation confirmed the customer's allegation reported in b5. This investigation is still ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported to olympus, during preparation for use of the video system center the following reportable events were identified; video connector is damaged, pins are bent. There was no procedural or patient involvement.